Manufacturer narrative:
Correction: b3, and g3 on the initial should be 5/9/2023 and not 5/10/2023.

Event description:
On (B)(6) 2023, that this patient on peritoneal dialysis (pd) reported they had peritonitis. In an additional follow-up call to the patient¿s associated clinic, the facility administrator stated the peritonitis was not related to any issues with fresenius products. The facility administrator reported the peritonitis was caused by the patient¿s technique during the pd exchange. No further information about the patient or the peritonitis will be provided.

Event description:
On (B)(6), 2023, that this patient on peritoneal dialysis (pd) reported they had peritonitis. In an additional follow-up call to the patient¿s associated clinic, the facility administrator stated the peritonitis was not related to any issues with fresenius products. The facility administrator reported the peritonitis was caused by the patient¿s technique during the pd exchange. No further information about the patient or the peritonitis will be provided.

Manufacturer narrative:
Correction: h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2023, that this patient on peritoneal dialysis (pd) reported they had peritonitis. In an additional follow-up call to the patient¿s associated clinic, the facility administrator stated the peritonitis was not related to any issues with fresenius products. The facility administrator reported the peritonitis was caused by the patient¿s technique during the pd exchange. No further information about the patient or the peritonitis will be provided.

Manufacturer narrative:
Correction:b3.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, that this patient on peritoneal dialysis (pd) reported they had peritonitis. In an additional follow-up call to the patient¿s associated clinic, the facility administrator stated the peritonitis was not related to any issues with fresenius products. The facility administrator reported the peritonitis was caused by the patient¿s technique during the pd exchange. No further information about the patient or the peritonitis will be provided.

Event description:
On (B)(6)2023, this patient on peritoneal dialysis (pd) reported they had peritonitis. In an additional follow-up call to the patient¿s associated clinic, the facility administrator stated the peritonitis was not related to any issues with fresenius products. The facility administrator reported the peritonitis was caused by the patient¿s technique during the pd exchange. No further information about the patient or the peritonitis will be provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is likely to be associated with a breach in the patient¿s technique.